Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient stopped recharging her ipg as recommended. In turn, the charging system and programmer were no longer able to communicate with the ipg due to it being inoperable. Troubleshooting and a replacement charging system were unable to provide resolution. As a result, the patient's ipg was explanted and replaced. Surgical intervention resolved the patient's issue.